Event description:
The nurse reported that two pt complained of cramps and bloody diarrhea 18-24 hours after diagnostic colonoscopy exams and both pts were subsequently diagnosed with chemical colitis. The first pt was admitted to the hospital since the surgeon did not initially know the cause of the illness. The first pt returned to the surgical center for a second colonoscopy following her recovery in order for the surgeon to check the area of colitis. The second pt was not hospitalized. Both pts, treated with antibiotics, are reportedly fine.